Event description:
The sales representative reported on behalf of the customer ias8-120lp, airseal 8/120mm port was being used during a hiatal hernia repair procedure on (B)(6) 2023 when it was reported ¿a defective airseal port where a piece of the sound cap fell into the patient.¿ further assessment questioning found that the device did fragment and was retrieved using "robot arm and grasper.¿ the procedure was completed with a reported ¿small delay to retrieve the piece.¿ the current status of the patient was reported as ¿patient is fine.¿ there was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of the sound cap fragmenting is confirmed. Received one ias8-120lp in original opened package. Lot number was verified. Performed a visual inspection, the complaint was confirmed. A piece of the sound cap came disassembled. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer ias8-120lp, airseal 8/120mm port was being used during a hiatal hernia repair procedure on (B)(6) 2023 when it was reported ¿a defective airseal port where a piece of the sound cap fell into the patient.¿ further assessment questioning found that the device did fragment and was retrieved using "robot arm and grasper.¿ the procedure was completed with a reported ¿small delay to retrieve the piece.¿ the current status of the patient was reported as ¿patient is fine.¿ there was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.